Manufacturer narrative:
Medical device type: fpa. Common device name: intravascular administration set. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had pain/bruising, splatter, and pre-activation. No serious injury or medical intervention.